Event description:
It was reported that the "battery failure" led illuminated. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the product. A supplemental report will be filed when device is received and investigated. No adverse event reported.